Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient stated they used their spinal cord stimulator (scs) device once and then never again because they couldn't get the stimulation to shut off. Patient commented they had only charged the implant once. Patient is currently at the hospital and needs a head MRI. Agent reviewed MRI eligibility form and redirected to hcp to further address. Agent provided implanting hcp information and provided technical services number.